Event description:
The anvil and spike pushed through the proximal transection site posterior to the staple line. After several attempts the anvil spike would not disengage from the anvil utilizing various techniques. A new stapler was obtained and placed. The anvil placed without the spike using a purse string to close around the enterotomy. The endoscopic endonasal approach (eea) was placed via the rectum and the distal spike deployed. The two ends were connected, the stapler closed, and the stapler fired. Inspection of the anastomotic donuts showed an intact distal donut, but the proximal donut was not intact. Leak test was positive, and the defect found anteriorly.